Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was in emergency room since 2 years ago in august due to diabetic ketoacidosis with blood glucose of 600 mg/dl. Customer did not provide any symptoms and treatment related to high blood glucose. The device will not be returned for analysis.